Event description:
A caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump using provided instructions, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to call back if the issue recurs.